Manufacturer narrative:
The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. After positioning the watchman access system (was), a 33mm watchman closure device was attempted to be deployed; however, it was noted that the device "jumped out". A second 33mm watchman closure device was advanced, but this device also jumped out. It was reported that this occurred due to the patient's anatomy. A third 33mm watchman closure device was deployed and successfully released. The device was placed distal to and spanned the entire laa ostium and a complete seal was observed. At an unspecified time during the procedure, a pericardial effusion occurred. Pericardiocentesis was performed and the event was considered resolved the same day.